Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had three cases of sterile water leaks occurred from the catheter branch point. The dates mentioned were (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025.

Manufacturer narrative:
The reported event is unconfirmed. Received 1 all silicone temp sensing foley catheter with sample port connector. Verified manufacturing lot number ngkn0583. Visual inspection noted no obvious observations. Using the in house luer lock syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and was allowed to rest with no leaks observed. Deflated balloon passively in 01min26 sec with no cuffing or leaks noted, returning 10ml of solution. As the reported event is unconfirmed, a risk review is not required. As the reported event is unconfirmed, a labeling review is not required. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had three cases of sterile water leaks that occurred from the catheter branch point. The dates mentioned were (B)(6) 2025 lot ngjz2896, (B)(6) 2025 lot ngjy4778 and (B)(6) 2025 lot ngkn0583. Per investigator's notification received on (B)(6) 2026, it was reported that asymmetrical balloon was found during sample evaluation for the row event date (B)(6) 2025 lot ngkn0583.